Event description:
It was reported that during follow-up in clinic, the patient presented with loss of capture on the right ventricular channel of their implantable cardiac defibrillator. No information about intervention was reported. There were no patient consequences and the patient was in stable.